Event description:
It was reported that after successfully completing a da vinci-assisted liver resection surgical procedure, inspection identified the surface of the shaft of the permanent cautery hook (pch) instrument was broken. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the pch instrument was inspected prior to use with no damage observed. The customer indicated that the instrument came into contact with another energy instrument during the procedure. There was no occurrence of instrument arcing observed during the procedure usage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument for failure analysis. Initial inspection identified thermal damage to the proximal clevis. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was able to release energy and no arcing was observed.